Manufacturer narrative:
Updated: a1, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, computed tomography scan analysis identified significant calcification and fusion of the right coronary cusp and left coronary cusp raphe, with a large ring. The valve was assembled and checked with an infold to the third valve. A pre-balloon dilation was performed with a 26 mm non-medtronic balloon. During the deployment, the valve did not open properly and appeared infolded at 80% deployment. Upon further assessment, the valve was found to be completely bent at the fusion point of the calcified leaflets. The system was recaptured and the infold remained visible upon retraction. The system was removed. It was identified that the infold was precisely at the fusion point of the calcified leaflets and a new balloon dilation was necessary. A second pre-dilation was performed with the same 26 mm non-medtronic balloon, resulting in good opening of the calcified leaflet and possible breakage of the calcified raphe. A second system was used and the valve was deployed to 80% showing the valve well opened at the ring with minimal leakage. Due to shallow positioning, the valve was recaptured, repositioned 3mm below the ring, and released. Additional information was received that per the physician, patient anatomy factors that contributed to the infold were a large ring, significant annular calcification and possible fusion of the right coronary cusp (rcc)and left coronary cusp (lcc). After the second valve was implanted, mild paravalvular leak (pvl) was noted due to significant calcification and remained after the valve was fully implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, computed tomography scan analysis identified significant calcification and fusion of the right coronary cusp and left coronary cusp raphe, with a large ring. The valve was assembled and checked with an infold to the third valve. A pre-balloon dilation was performed with a 26 mm non-medtronic balloon. During the deployment, the valve did not open properly and appeared infolded at 80% deployment. Upon further assessment, the valve was found to be completely bent at the fusion point of the calcified leaflets. The system was recaptured and the infold remained visible upon retraction. The system was removed. It was identified that the infold was precisely at the fusion point of the calcified leaflets and a new balloon dilation was necessary. A second pre-dilation was performed with the same 26 mm non-medtronic balloon, resulting in good opening of the calcified leaflet and possible breakage of the calcified raphe. A second system was used and the valve was deployed to 80% showing the valve well opened at the ring with minimal leakage. Due to shallow positioning, the valve was recaptured, reposi tioned 3mm below the ring, and released.

Manufacturer narrative:
Corrected data: b5. First paragraph was corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, computed tomography scan analysis identified significant calcification and fusion of the right coronary cusp and left coronary cusp raphe, with a large ring. The valve was assembled and checked with an infold to the third node. A pre-balloon dilation was performed with a 26 mm non-medtronic balloon. During the deployment, the valve did not open properly and appeared infolded at 80% deployment. Upon further assessment, the valve was found to be completely bent at the fusion point of the calcified leaflets. The system was recaptured and the infold remained visible upon retraction. The system was removed. It was identified that the infold was precisely at the fusion point of the calcified leaflets and a new balloon dilation was necessary. A second pre-dilation was performed with the same 26 mm non-medtronic balloon, resulting in good opening of the calcified leaflet and possible breakage of the calcified raphe. A second system was used and the valve was deployed to 80% showing the valve well opened at the ring with minimal leakage. Due to shallow positioning, the valve was recaptured, reposi tioned 3mm below the ring, and released. Additional information was received that per the physician, patient anatomy factors that contributed to the infold were a large ring, significant annular calcification and possible fusion of the right coronary cusp (rcc) and left coronary cusp (lcc). After the second valve was implanted, mild paravalvular leak (pvl) was noted due to significant calcification and remained after the valve was fully implanted.

Manufacturer narrative:
Image review: pre-implant computed tomography (CT) imaging from (B)(6) 2025, the field team¿s case report from (B)(6) 2026, and the proc edural angiogram from (B)(6) 2026, were provided for review. Analysis of the pre-implant CT shows an annulus perimeter of 89.7 mm, with a perimeter-derived diameter of 28.6 mm, supporting the selection of a 34 mm evolut valve. Sinus of valsalva (sov) diameters, as well as sinus and coronary heights, are within recommended ranges. The aortic valve is trileaflet with heavy calcification, possibly resulting in fusion of the right coronary cusp (rcc) and left coronary cusp (lcc) commissure at approximately 13.5 mm above the basal plane, which may have contributed to infolding of the evolut transcatheter aortic valve (tav). Protruding calcification is also present in the aortic annulus, under the lcc, and extends into the left ventricular outflow tract (lvot). A potential left atrial appendage (laa) thrombus versus inadequate contrast filling is observed. The aortic root angulation is 55°. Pre-implant case report review. Analysis was performed using the 40% cardiac phase. The annulus perimeter and perimeter-derived diameter measured 88.7 mm and 28.2 mm, respectively, suggesting suitability for a 34 mm evolut valve. Possible bicuspid anatomy with annular calcification is noted. Sinus of valsalva (sov) diameters, as well as sinus and coronary heights, are within the recommended ranges. The aortic root angle measures 50°. There is no mention of possible left atrial appendage (laa) plaque or thrombus. The left femoral artery bifurcates at the mid-femoral head. A comprehensive review of intraprocedural fluoroscopic cine images was conducted. Fluoroscopy valve load inspection was performed revealing an inflow crown overlap that appears to end prior to node 4 which would be considered a good load. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. Despite the good load and a pre dilatation of the significantly calcified aortic valve, an infold occurred after the first deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Evidence suggests that a new valve loaded without any inflow crown overlap. Anoth ER pre balloon aortic valvuloplasty was performed and the new valve was subsequently implanted at a depth of approximately 2mm on the non-coronary cusp and 3-4mm on the left coronary cusp. Final angiogram revealed an expanded valve frame and no signs of significant aortic regurgitation/paravalvular leak. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.